Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not fill the anchor piece of the infusion set tubing resulting in that section of the tubing being filled with air. Customer filled the tubing with insulin by delivering boluses. Reportedly, customer continued using the same infusion set.. Blood glucose level was 250 mg/dl. Tandem technical support educated the customer about the proper fill tubing process and advised the customer against priming air while connected to the site.